Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -11.0 diopter into the patient's left eye (os), it tore. The lens was removed intraoperatively on (B)(6) 2018. During the same operation, an alternate lens was successfully implanted. There was no patient injury and the cause is listed as unknown.

Manufacturer narrative:
Residue on the lens surface. Visual inspection found the haptic torn and the lens has a curved shape. (B)(4).